Event description:
The customer reported needing help on part # for 8100 bd unit serial # (B)(6) no patient involvement is noted.

Manufacturer narrative:
The customer¿s reported problem was confirmed. There is not enough information in the file to determine if a CAPA should be referenced. The customer stated that there was no patient involvement.

Manufacturer narrative:
The customer¿s reported problem was confirmed. There is not enough information in the file to determine if a CAPA should be referenced a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported needing help on part # for 8100 bd unit serial # (B)(4). No patient involvement is noted.